Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer patient. The infection was first observed four days after it was installed. It was reported that "it just got real red and hot around incision where pump was installed and keep getting worse over the following hrs." The pump was removed and the incision was cleaned out "and medicine installed and I was put on antibiotics." The patient was "bad sick" for around 2 weeks, then finally started getting better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that their pump and catheter were removed three days after implanted ion (B)(6) 2006. The patient was told the pump set was removed due to staph infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.